Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component from the customer. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator alarmed "transducer fault". The customer performed the transducer calibrations but it did not resolve the issue. The customer reported that there was no patient involvement.